Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the waste pump was not working and was causing the baths to overflow. The fse replaced the waste pump and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that the waste pump was not working. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter act diff 2 analyzer. The volume of the leak was about 10 ml and was contained within the instrument. The material safety data sheet (msds) was reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment.